Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The water solenoid leaks even when there foot control have not been activated. Water regulator cannot regulate water flow. Hp cable is clogged with debris. Hp connector is rusted. Blue have build up debris.

Event description:
Based on the evaluation notes for a g119 scaler, the water regulator cannot regulate water flow and the handpiece cable is clogged with debris.